Event description:
The pt stated that insulin leaked from his cartridges two weeks prior to calling animas. He says he no longer has the cartridges but believes insulin leaked two weeks ago at the plunger. He discovered the issue soon after inserting the cartridges into the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridges were not returned to animas. Although the cartridges were not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.